Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The lens was replaced with another same model/length lens and the problem was resolved. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+2.0/090 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The patient experienced a refractive surprise and the lens remains implanted. The reporter indicated the cause of the event was unknown.